Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage. The target lesion was located in a moderately tortuous mid lef anterior descending (lad) artery. The lesion was pre-dilated using a 2.0x20mm terumo rujin balloon. A taxus express2 2.75x24mm stent was inserted, however, the physician was unable to cross the lesion. The undeployed stent was removed from the pt's body. The physician was able to complete the procedure using a 2.50x23mm firebird. There were no pt complications reported.